Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. No troubleshooting was done as issue occurred in the past. Customer continued using the pump for insulin therapy.